Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour sheath and data files were returned and analyzed. One image files was returned from the field and reviewed. The image file showed the dilater inserted into the catheter. The sheath was visually inspected, and functionally tested. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The returned dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip was intact without any issue. The performance test with uson leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.04443 psig. The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was -0.01780 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the reported "air ingress was not observed based on media files and was not observed/reproduced with the returned sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a pulse field ablation procedure, when inserting the catheter, air removal was performed with the catheter and the sheath. Air continued to be aspirated so then the sheath was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.